Event description:
The information was received that this ICD lead was revised due to lead damage approx. 53 months after the implantation, on (B)(6) 2020. In course of the revision the device was exchanged due to low battery status. There was no complaint about the ICD performance by the physician.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.